Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral stem implant fracture and pain approximately seven (7) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer femoral component 184.5mm catalog #: ni, lot #: ni, unknown zimmer tibial plate size 3 catalog #: ni, lot #: ni, unknown zimmer articular surface 9mm catalog #: ni lot #: ni. H6 - component code - proposed code is mechanical (g04) - stem. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously submitted on or prior to apr 22, 2005 under report number MDR (B)(4). Due to systematic limitations and limited information migrated from an obsolete database, further information regarding the previous report is unavailable and therefore the reported event will be captured within this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and initial medical records were provided; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.